Manufacturer narrative:
There was no allegation of malfunction or fit with the psi guides, and the surgeon stated that the notching may have been related to his use of a new type of saw blade. Device product code oog. Device not returned to manufacturer.

Event description:
During a procedure, the surgeon stated after cutting the femur, the patient had a 2-3 mm notch on the anterior surface. The surgeon had to re-cut the tibia three times to fit a 10 mm poly. As a result, there was a ten minute delay to the procedure.